Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled,16.0. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens (iol) was received and is currently under evaluation at the manufacturing site. The iol met all manufacturing specifications prior to release. A review of the implant database shows the initial implant of 16.0 diopter was replaced with a 19.5 diopter lens of the same model suggesting this event was not caused by the iol. All information available at this time is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the intraocular lens was explanted without complication 1 year following implant. The reason stated was not enough power.